Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary failure to advance: the cause of the delivery issue was most likely related to patient anatomy and calcified vessel condition, based on the provided clinical details. Pd-catheter (twist, bent, kinked): the cause of the catheter damage issue most likely related to patient anatomy and calcified vessel condition, based on the provided clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. An impella 5.5 was implanted in the patient for heart failure complicated by cardiogenic shock, with a history of cardiomyopathy and known coronary artery disease. During the procedure, there was difficult insertion due to patient anatomy that resulted in a kink in the catheter. The device was revised and successfully implanted.